Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer charged pump battery and issue was resolved. Customer reported multiple occlusion alarms occurred. Pump system check with tandem technical support found blockage within the cartridge and found air gaps in the tubing. Pump supplies were changed to resolve occlusion. Upon changing the cartridge, the insulin gauge was inaccurate. Customer reloaded cartridge to resolve the issue. Customer's blood glucose (bg) was 391- >500 mg/dl. Customer had initially delivered a bolus; however, due to the occlusion, the bolus had not been delivered. After the pump supplies had been changed, customer redelivered the bolus to address bg.